Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling and full functionality testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence of a device malfunction. The external paddles and multi-function cable used were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.